Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the light flickers. The alleged issue was detected during pre-testing. No patient injury reported.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is received, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the light flickers. The alleged issue was detected during pre-testing. No patient injury reported.